Event description:
It was reported that within one month of implant, there was undersensing resulting in bradycardia and two asystole episodes being recorded. It was noted that the device had already been programmed to its most sensitive setting. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).